Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for multiple patient samples when using the access 2 immunoassay system. The initial test results were erroneously high, above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The sample was retested on the same analyzer and was within the normal range. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The samples were collected in plastic lithium heparin plasma tubes with a gel separator. Centrifugation information was not supplied. Samples are dispensed into and analyzed from an insert cup. Quality control (qc) was within the customer's established ranges prior to and after the event. Qc is performed every eight hours. No other assays are in question nor were any hardware issues reported. On (B)(4) 2010, the field service engineer (fse) performed a routine and high sensitivity system check; both passed within instrument specifications. Performed qc for all assays; no issues were noted. Performed a 50 replicate precision test which passed within the expected performance of the assay. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.